Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has an autofill issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has an autofill issues. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer stated replaced the front end board and shuttle transducer. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. The failure analysis and testing dept. Received parts associated with this complaint. These parts were received with a reported unit failure of autofill and code 57 errors. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the pcb, front end module into cs300 test fixture and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cs300 service manual part number 0070-00-0689 rev w. No issues during testing. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The fat installed the pressure transducer,absolute into cs300 test fixture and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cs300 service manual part number 0070-00-0689 rev w. This part failed the drive manifold leak test which would cause the cs300 to give autofill errors. Fat was able to verify the reported failure of this part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional contact information: (B)(6). The getinge field service engineer stated replaced the front end board and shuttle transducer. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. The failure analysis and testing dept. Received parts associated with this complaint. These parts were received with a reported unit failure of autofill and code 57 errors. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the pcb,front end module into cs300 test fixture and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cs300 service manual part number 0070-00-0689 rev w. No issues during testing. The fat installed the pressure transducer,absolute into cs300 test fixture and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cs300 service manual part number 0070-00-0689 rev w. This part failed the drive manifold leak test which would cause the cs300 to give autofill errors. Fat was able to verify the reported failure of this part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a